Event description:
It was reported that the patient presented for a procedure. During the procedure, the right atrial (ra) lead was contaminated with blood. The ra lead was not used. The physician continued to use another ra lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of blood inside the lead body was confirmed. A complete lead was returned in one piece. Visual examination found blood inside the lead body due to the outer insulation being cut. The cause of the reported event was due to the outer insulation cut consistent with procedural damage.